Manufacturer narrative:
Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident 0° x3 insert 36 mm ID; cat# 623-00-36e; lot# mjh3h8. Trident hemispherical cluster hole shell; cat# 502-11-54e; lot# 33343201. Accolade plus tmzf hip stem #2; cat# 502-11-54e; lot# 33343201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient called and stated that she had a right hip replacement on (B)(6) 2010. She stated that she started experiencing pain and unable to raise her right leg on or about (B)(6) 2013. She stated that her doctor informed her that her implant is a recall, so patient is also inquiring about recall. Patient also emailed her implant sheet.

Event description:
Patient called and stated that she had a right hip replacement on (B)(6) 2010. She stated that she started experiencing pain and unable to raise her right leg on or about (B)(6)2013. She stated that her doctor informed her that her implant is a recall, so patient is also inquiring about recall. Patient also emailed her implant sheet.

Manufacturer narrative:
The following devices were also listed in this report: trident hemispherical cluster hole shell; cat# 502-11-54e; lot# 33343201. Accolade plus tmzf hip stem #2; cat# 6021-0230; lot# 32701003. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that patient started experiencing pain and unable to raise her right leg. The subject device has been identified to be within scope of an nc CAPA. Lot specific voluntary recall (B)(4) was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.